Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd nexiva¿ closed IV catheter system needle disengagement was difficult. The following was received from the initial reporter. "A catheter malfunctioned in CT yesterday. The needle got stuck in the catheter as I was trying to retract it and I could not pull it out. When I finally removed it with force (I did not want to re-poke the patient as it was difficult to find IV access), the needle was exposed."

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 08-sep-2023. H.6. Investigation summary: bd received an unsealed 22 gauge nexiva single port device from lot 3087429 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the unit was used and partially retracted. Next, the engineer attempted pull the needle all the way from the tip shield engaging the safety mechanism but little or no movement was observed. The engineer then inspected the device under a microscope and discovered that the needle was bent. The tip shield was cut so that the engineer could further inspect the needle and discovered damage to the needle. The damage was observed halfway down the needle and caused it to catch on the washer preventing the needle from fully retracting and leaving a portion of the needle exposed. Therefore, based off the visual/microscopic inspection and testing the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect that occurred during the assembly process. The manufacturing facility has been notified of this incident and the findings. A notification has been issued to all manufacturing personnel to raise awareness of this issue and prevent recurrence. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using the bd nexiva¿ closed IV catheter system needle disengagement was difficult. The following was received from the initial reporter. "A catheter malfunctioned in CT yesterday. The needle got stuck in the catheter as I was trying to retract it and I could not pull it out. When I finally removed it with force (I did not want to re-poke the patient as it was difficult to find IV access), the needle was exposed.".